Event description:
Toward the end of the treatment, the pt became extremely agitated and expressed an urgent need to use the restroom. Rinseback of the circuit was attempted, at which time it was noted the blood in the circuit was very dark, as though it had clotted. The pt went to the restroom and, upon returning, "fell to the knees" with extreme back pain in the kidney region. The pt was transported to the e.r. Via ambulance and expired that night.